Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer was unable to move the force bipolar instrument because it was caught on the end of the trocar. The instrument was removed with the cannula and replaced with a backup. The customer noticed that the instrument was damaged, and some parts were misaligned and missing from the rail. Following this, the customer continued and completed the procedure without further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use, and no issues were detected. The instrument and cannula were removed together due to the bent tips. The surgeon did not notice any issues with the functionality of the instrument during the procedure. The port incision was not increased. The reporter confirmed that no fragments fell into the patient and there were no missing pieces on the instrument. The reporter confirmed that the cable was misaligned. There was no patient injury. There was no report of post-surgical complications, and the patient has not returned to the hospital.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use, and no issues were detected. The instrument and cannula were removed together due to the bent tips. The surgeon did not notice any issues with the functionality of the instrument during the procedure. The port incision was not increased. The reporter confirmed that no fragments fell into the patient and there were no missing pieces on the instrument. The reporter confirmed that the cable was misaligned. There was no patient injury. There was no report of post-surgical complications, and the patient has not returned to the hospital.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a segment of the conductor wire sticking out from the yaw pulley and the jaw. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. Additionally, the instrument was found to have a frayed grip cable at the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.